Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying a battery indicator message. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on (B)(6) 2011 approximately an hour prior to the start of the product issue, he became shaky, which prompted him to test his blood glucose. The patient reported that the issue began on (B)(6) 2011 at an unknown time in the afternoon when he attempted to use the meter and noticed the battery indicator message. The patient reported he manages his diabetes with diet and exercise. He stated that he made no changes to his usual diabetes management as a result of the issue and continued to test with the subject meter. The patient stated that he received no treatment due to the issue. The cca noted that during troubleshooting, the patient was educated on how to setup and test with the meter. Replacement products were sent to the patient. The product did not cause or contribute to an adverse event as the patient's symptoms began prior to the start of the product issue and the patient was able to continue testing with the subject meter. In addition, the patient denied receiving treatment. However, the malfunction is being reported because lifescan product analysis results revealed a meter button malfunction.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a sticky button/switch. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.